Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals no significant anomalies. Both test and returned device functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis, but 2.0 volts were used for the amplitude and the output was observed across 3+(positive) and 0-(negative).

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va014tw, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the lead and stimulator were explanted on (B)(6) 2015. The patient reported shocking/jolting sensation and a replacement was required. The patient status was alive with no injury. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.